Event description:
A hospital in (B)(6) reported that the (B)(4) autofeed humidification chamber was leaking water during use with a (B)(4) ventilator. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint (B)(4) autofeed chamber was returned to fph (B)(4). It was visually inspected for the reported damage. The visual inspection revealed that the chamber dome was pulled out from the base, below one of the chamber ports. A lot check revealed no other complaint of this type for lot 101209. We were unable to determine the cause of the problem observed by the customer. The complaint device was used in conjunction with a (B)(4) ventilator, which has high frequency oscillator function. The damage type and location indicate that excessive pressure was applied to the chamber. The (B)(4) chamber is likely to crack when it is used in conjunction with a high frequency oscillator ventilator. Fisher &paykel healthcare manufactures the (B)(4) chamber which is specifically designed for high frequency ventilator use. Every (B)(4) chamber is pressure tested (B)(4), following the manufacturing process, to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the damage occurred post production. Fisher & paykel healthcare's user instructions that accompany the (B)(4) chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", and "to set the appropriate ventilator alarms" in the event a leak occurs.